Event description:
It was reported that upon pulse generator interrogation, the ventricular lead exhibited noise, capture and sensing anomalies. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).